Manufacturer narrative:
The hillrom technician found the power cord needed to be replaced. Widely recognized as the gold standard in high frequency chest wall oscillation (hfcwo) therapy, the vest® airway clearance system has been prescribed by more physicians than any other hfcwo vest system. It is designed to help patients mobilize retained secretions¿helping them avoid respiratory infections, hospitalizations and reduced lung function. The vest system model 105 functions to provide airway clearance by using high frequency chest wall oscillation to compress and release the chest wall. It is designed to help patients mobilize retained secretions. Relative contraindications listed in the product user manual state: according to the american association for respiratory care (aarc) guidelines for postural drainage therapy, the decision to use the unit for airway clearance therapy requires careful consideration and assessment of the individual patient¿s case if the following conditions exist: chest wall pain. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the device had power cord frayed damage with exposed copper wires. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).